Event description:
Patient (pt) was in the process of having a CT scan, when it was noticed that her central line catheter had broken/come apart. The rn documented applying immediate gloved pressure to the bleeding end of the broken catheter. The dressing was then removed, the line was pulled, and finger pressure was applied to the insertion site. Minimal blood loss from the pt noted. The rn denied any pulling or catching of the catheter prior to it breaking.